Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported blood glucose results of "245 and 275 mg/dl" with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. After the start of the alleged issue, the patient claims she felt symptoms of sweaty and "funny." About a month prior to contacting lfs, the patient claims emergency medical services (ems) was contacted and tested her blood glucose at "46 mg/dl" with the ems meter. At that time, the patient was administered food and/ or drink as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.